Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow on 4 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9275381 it was reported that no insulin flowed when taking injection or priming. Verbatim: daughter called on mother's behalf. Reported, no insulin flow when taking injection or priming. Stated, her mother was not able to get a successful injection this morning because of the problem with insulin not flowing.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow on 4 occasions during use. The following information was provided by the initial reporter: material no. 320122, batch no. 9275381. It was reported that no insulin flowed when taking injection or priming. Verbatim: daughter called on mother's behalf. Reported, no insulin flow when taking injection or priming. Stated, her mother was not able to get a successful injection this morning because of the problem with insulin not flowing.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow on 4 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9275381. It was reported that no insulin flowed when taking injection or priming. Verbatim: daughter called on mother's behalf. Reported, no insulin flow when taking injection or priming. Stated, her mother was not able to get a successful injection this morning because of the problem with insulin not flowing.

Manufacturer narrative:
H.6. Investigation: customer returned (2) lilly humalog pens and (2) lilly basaglar pens. No pen needle samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.